Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported event of lead twisted was confirmed. Visual inspection found the lead insulation twisted throughout the lead body. X-ray examination found over-torque of the inner coil at the connector region. All damage noted to the returned lead is consistent with occurring at the time of procedural. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During initial implant procedure, no electrical measurements were possible when position the right atrial (ra) lead. The lead was twisted and was not able to be implanted. A new right atrial lead was successfully implanted to resolve the event. The patient was in stable condition.